Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350 - 2019 - 00790.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6, correction: b4, g4, g7, h10. Event description: it is reported that the product was implanted in 2002 and revised on (B)(6) 2019 due to implant fracture. The incident happened when patient stood up from chair. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: an x-ray review has been performed. Left total hip arthroplasty with fractured femoral neck as well as multiple fractured cerclage wires involving the proximal femur with erosion of the greater trochanter and hyper density within the soft tissues suggesting metallosis. Significant various positioning of the femoral stem could relate to the hardware failure or could relate to malposition. Product evaluation: visual examination: the exafit stem shows a fracture in the transition zone between stem neck and shoulder. The fracture is through the rectangular impaction hole which is located on the lateral side. The fracture surfaces show a signs of a fatigue fracture with its origin at the proximal edge of the of the impaction hole. Further, the stem also shows surgery damage in form of electro cauter damage and drill marks. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: based on the review of the device history records the reported stem was manufactured before the design change in 2003. Device history: the first design of exafit standard stem was launched in 1999 under the reference (B)(4). In 2003, breakages of these exafit stems were reported at the neck of the stem. Their origin was a notch effect of the impaction hole. In (B)(4) 2003, exafit standard stem was changed with a new design (new impaction hole) and new references: (B)(4). Exafit stems of the old design include corners at the impaction/extraction hole, which may lead to a stress concentration increasing the risk of a fatigue fracture. In order to reduce this risk, the edges of the hole were replaced by a round curvature in 2003. The complained exafit stem subject to this complaint was manufactured according to the old design. Conclusion: it is reported that the product was implanted in 2002 and revised on (B)(6), 2019 due to implant fracture. The incident happened when patient stood up from chair. An x-ray was received showing a left total hip arthroplasty with fractured femoral neck. No additional medical records were received. The visual examination showed that the exafit fractured through the impaction hole. The fracture occurred due to fatigue. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). A possible influencing factor for the fatigue fracture of the stem is the high stress concentration in the impaction hole region. According to the device history the stem was manufactured before the design change that addressed this issue. With no patient information available (e.g. Type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. The reasons for fracture may be multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Due to significant lack of information a detailed investigation could not be performed, nevertheless the quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, based on the investigation no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture